Event description:
The customer reported that the ortho provue analyzer resulted a patient's sample containing anti-e as negative. The sample reactive positive (1+) in manual gel test. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived on site and performed the appropriate camera adjustments and repairs to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.